Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device was out of calibration at the 0 reading and the thickness control lever was loose; worn components. The control bar, ball plunger, poppet spring, neck, and bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the unit has calibration issue. After evaluation of the repaired product, it was determined that this device's thickness control lever was loose. There was no information communicated regarding the event date or it there was any delay. The event did not occur during surgery. Due diligence is complete and no additional information is available. No adverse event reported.